Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Deflation: not observed. Additional observations: broken on plug strap assessed as surgical damage. Yellow particles on device outer surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional called to report left side deflation, capsular contracture baker grade ii and replacement from textured to smooth due to the patient concern of the implant. Device has been explanted and replaced.

Event description:
Healthcare professional called to report left side deflation, capsular contracture baker grade ii and left side replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.